Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the moderately calcified, moderately tortuous, 80% stenosed proximal left anterior descending (lad) coronary artery. The lesion was serially pre-dilated with 1.5x12 mm and 2.0x12 mm mini trek balloons at 8 atmospheres. Then the 3.5x33 mm xience sierra stent was deployed at 10 atmospheres. A dissection was noted upon removal of the delivery system. A 3.5x28 mm xience sierra stent was implanted to treat the dissection. There were no adverse patient sequela. No additional information was provided.